Event description:
It was reported to philips that a battery did not show any indication of charging and did not charge. There is no patient involvement. The reported problem could not be verified in lab. The battery, received without any charge, was able to charge (in both the heartstart mrx unit and cadex c7200 battery analyzer), calibrate and operate normally.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The vendor's final investigation report was received. The report underlined the battery pack failing the cycle count test, 2.4. Was the result of the pack already used by the end user, thus enabling/setting the ¿cf¿ flag. The battery mode register cf flag set/enabled indicates a condition where the accuracy of the gas gauge rsoc (relative state of charge) measurements is diminished when maxerror exceeds a preprogrammed low battery value of 7% in mrx rev p. Battery, in which case battery learning cycle (battery calibration) is needed to resolve the issue. The pack was put into recondition cycle at the end of which no issue was reported. The battery mode register cf flag in its active state does not indicate by itself a defective battery, but rather an indication that the battery needs to be calibrated to improve the accuracy of its state of charge reading. The vendor has, therefore, determined that this battery was at no fault. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a battery did not show any indication of charging and did not charge. There is no patient involvement. The battery mode register cf flag in its active state does not indicate by itself a defective battery, but rather an indication that the battery needs to be calibrated to improve the accuracy of its state of charge reading.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that a battery did not show any indication of charging and did not charge. There is no patient involvement.